Event description:
Bovie pencil was activated with rocker switch and used. Bovie was laid down on field and it was discovered that cautery did not shut off when switch was released. Small area of burn approximately 1 cm noted to patient skin when bovie picked up. Plastic holster was in the field and available. Pencil was removed from sterile field and a new pencil was acquired. New pencil worked without incident. Manufacturer response for cautery pencil, pencil, cautery, rocker, ptfe (per site reporter): medline corporate quality has received information pertaining to a concern for your account number. The issue has been logged with quality assurance and assigned a complaint number. Attached you will find a call tag which should be used to return the sample for evaluation. Upon receipt of the sample, we will evaluate the concern. Once the evaluation is completed, you will receive a closing response indicating our findings. If you have any questions, please feel free to contact me.